Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power cable for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable was returned to the manufacturer for evaluation. Visual inspection found that the cable jacket was open and wires were exposed. The wiring was found to have an open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system power cable was damaged. The damage resulted in the navigation system being unfit for use. There was no patient present when this issue was identified. No additional information was provided.